Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a total disc replacement on an unknown date in 2012 with prodisc-c at c6-c7. The patient visited a second surgeon on an unknown date and she was diagnosed with left foraminal stenosis. The patient had a recurrence of neck pain and bilateral hand weakness and numbness. The patient received an anteroposterior (ap) x-ray on an unknown date. The surgeon stated that on the ap x-ray the implant was not positioned centrally, but to the left of midline. The patient also received a lateral x-ray on (B)(6) 2014. On (B)(6) 2014, a surgery was performed to remove the prodisc-c implant from c6-c7. During the procedure, the surgeon also noted that a sufficient discectomy was not performed in the previous surgery which also explained some of the patient¿s symptoms. The implant was removed without complication. The surgeon reported that there was no failure to the implant. The surgeon followed the implant removal with a thorough anterior decompression fusion (acdf) at c6-c7 using a peek spacer and cervical plate. The surgery was successfully completed. This is 1 of 1 report for complaint # (B)(4).